Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged high bgs, failed battery test, blank display, and cosmetic damage located at the back of the pump found on 14-dec-2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment. No failed battery alarms were noted during testing. Successfully downloaded pump history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on the event date of 12/14/2022 at 08:05:00.000 or 8:05 am and was expected. No relevant failed battery tests were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and electronic assembly. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and battery tube threads - cracked. Unable to verify customer's complaint for high bgs. Failed battery test was not confirmed during testing. Blank display was not confirmed. Cosmetic damage was confirmed at the back of the pump. High sleep current measurement was confirmed due to moisture damage on pcba 1, the force sensor, and battery tube. Moisture damage was confirmed found on pcba 1, the force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer's insulin pump did not accept any battery and the insulin pump is not turning on properly. It was reported that there was crack on the back of the insulin pump. Customer also stated that there was a crack on the insulin pump. No harm, requiring medical intervention was reported. Troubleshooting was performed and it was advised to the customer to discontinue to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.